Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose due to bent cannula. Blood glucose reading was 402 mg/dl at the time of incident and current blood glucose level was 309 mg/dl. Customer had symptoms such as vomiting. The insulin pump will not be returned for analysis.